Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. It was also reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer's blood glucose was 97 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged insulin gauge/fill estimate-undefined supply issue and occlusion issues were verified. Additionally, the alleged load fill estimate, minimum fill notification issue could not be verified.